Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Reportedly the patient developed "serious injury including pain and pysical limitations."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient presented with following pre-op diagnosis: l4.5 and ls, s1 degenerative disk disease with discogenic pain. The patient underwent following procedures: left l4, 5 and l5, 51 transforaminal lumbar interbody fusion with peek interbody device; bone morphogenic protein, pedicle screws segmental l4, l5, s1; nerve integrity monitoring, microdissection technique and fluoroscopy. As per operative notes,¿ a peek interbody device was then selected. Bone morphogenic protein was mixed on the back table and distributed amongst several collagen sponges. Local autograft, as well as some allograft cancellous bone, was then rolled into two of these sponges, and these sponges were inserted into the intervertebral disk space and pushed to the contralateral side. A third bone morphogenic protein collagen sponge was, then rolled into the center of the interbody device and the interbody device was inserted carefully under direct visualization. Its positioning was cheeked fluoroscopically. The introducer was then disconnected from the device and additional allograft inserted ipsilaterally into the vertebral disk space.¿ no intra-operative complications were reported.

Manufacturer narrative:
(B)(4).